Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the force to fire higher or lower than expected? Were any noises noticed? - not reported. Were any issues noted in the 1st firing of device? - not reported. Was the device fired with a used reload in the jaws or no reload? - with a used reload. What is the current patient status? -in stable condition.

Event description:
It was reported that during an endoscope pulmonary lobectomy procedure, the surgeon used the device with a white reload to transect the pulmonary artery. After the firing, the device was not reloaded due to the nurse¿s carelessness. The surgeon continued to use the device with the used white reload to transect the pulmonary vein. The safety locking did not work and the knife went forward. This caused pulmonary vein hemorrhage. The operation was converted to open. A blood transfusion was taken. The surgeon used manual ligation to complete the procedure. The patient is in stable condition now. Information will be updated when available.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tr45w reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. No further functional testing could be performed due to the condition of the reload.